Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the event is confirmed. Visual examination of the provided pictures identified that the bearing is worn through/thinned out in the same location of the tray fracture. Additional evaluation of the product cannot be made without product return. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was revised due to pain. It was also noted that the space gap between the femur and tibia was originally tight. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6; h10 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10 : 42538000501 - partial tibial cemented size e left medial - 63886708. 42558000201 - psn pk cmt fem lm sz 2 - 63856120. G2 : foreign country : japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 6.5 years post-op, the patient was revised due to unknown reasons. It was noted that after explanting the poly and tibial component, the two devices were fractured. Attempts have been made and all available information has been provided.